Event description:
It was reported by the customer "today we found a machine when cleaning that the ¿do not break this seal¿ was worn off. They reported that they are unable to get the stickers". There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported event of the manufacturer seal worn off was confirmed with the returned device. The pcu inspection found the instrument to have the manufacturer seal missing. The right (male) iui connector was observed to had residues of disinfectant towels. No obvious issues or anomalies observed with the returned device. The suspect pcu was found to be operating within specification with no malfunctions observed. Per bd alaris¿ system best practices cleaning tip sheet, states, use iui connector covers during cleaning to prevent damage to the iui connectors. Use of a damaged device can result in patient harm. Certain chemicals can damage the surfaces of the instrument. Refer to the following website for a list of chemicals that should not be used: bd.com/alarissystemcleaning the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported issue of manufacturer seal worn off was not definitively determined with the returned information alone. A probable cause of the manufacturer seal being worn off could be derived from the usage of chemicals that can damage the surface of the instrument. Note that this report lists imdrf annex a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.